Event description:
Patient's legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2009. Operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to aseptic lymphocytic vasculitis associated lesion, pseudotumor formation, pain and adverse reaction to metal debris. Operative report further noted brown fluid, trunionosis and lysis during the procedure. The modular head and taper adapter were removed and a modular head and liner were implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.